Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or load, prime, rewind anomalies were noted during testing. Did not encounter the device being stuck in the loading process.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was stuck in the loading process, customer had tried several times but the insulin pump goes to next and then back to load. Customer's blood glucose value was unknown. Customer stated they are unable to exit the load reservoir process. Customer did not receive complete status with next highlighted on the screen. Device will not return for analysis.